Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to customer's blood glucose. Customer was unable to resume insulin therapy due to recurrent cartridge alarms, leading tandem technical support to assist by loading a new cartridge and deciding to replace the pump. The customer reverted to an alternate form of insulin therapy.